Event description:
It was reported that during a permanent spinal cord stimulation paddle lead implant procedure, under local anesthesia, the patients somatosensory evoked potentials (ssep) dropped out when the paddle lead was attempted to be inserted into the epidural space. The paddle lead was unable to be advanced and within 15 to 30 seconds, the patient developed paralysis in both legs. Therefore, the lead was immediately removed and the procedure was aborted. Once the paddle lead was removed, the signals returned and the patient was able to move their legs. The physician believed that the neurological symptoms were not device related rather that the cause was due to the epidural space having been too small for the lead. The patient was doing well postoperatively. The lead was not returned as it was retained by the medical facility.